Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Date of implant is an unknown date in 2016. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric femoral nail (tfn) in 2016. The patient suffered from various illness and is advanced in age. Due to infection, the patient underwent a removal surgery on (B)(6) 2018. It was reported that the tfn nail, helical blade and a 5.0 locking screw were removed and nothing was replaced. It was also reported that at the end of the procedure there was a complete irrigation of the infected area which was the entire left leg of the patient. There were laboratory culture tests taken due to infection. There was no surgical delay. The patient outcome is unknown. Surgery was completed successfully with no delay. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).